Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that unspecified bd infusion set had connection issues. The following information was received by the initial reporter with the following verbatim. This pt had ivf and IV antibiotics ordered, which were delayed due to pt being confused and repeatedly pulling out his IV. After the third IV had been placed and pt was in soft restraints, a portable x-ray was conducted in pt's room. Approximately 30 minutes later, this rn heard pt's IV pump beeping and entered room to find the lure-lock connector for the bd maxzero had fallen off, resulting in the last of the pt's medication and fluids spilling onto the floor and blood to spill all over pt, his bedding, and soft restraint.